Event description:
It was reported that there was difficulty encountered while advancing lead. The representative called inter-operative during stage 2 implant. The lead would not advance all the way into the ins (stimulator) header. Lead advanced about 90% into ins header but would not insert completely. The doctor tried backing set screw out; tried turning lead while advancing; tried using suture loop to wick any fluid out of header block. These actions did not resolve the issue. Doctor will try different ins. Additional information received reports the cause of the event was not determined. It was device related because when we changed out the ins the lead went right through. Patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rnng, implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.